Manufacturer narrative:
Device manufacture date: the lot was manufactured from may 27, 2021 - may 31, 2021. The device was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by installing valve set onto compounder which observed a leak from port #2 only. The condition was verified. The potential cause of the condition is related to irregularities in the tooling of the product during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned em2400 valve set, a leak from port # 2 was observed. There was no patient involvement. No additional information is available.